Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the pump was unable to power on due to moisture damage and the keypad complaint or button response issue could not be tested. The keypad was removed and there was no evidence of contamination found on key contacts. Unrelated to the complaint, moisture was found underneath the display lens. A leak test was performed and a display leak was found. The pump was opened and moisture corrosion was found in the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were unresponsive after being exposed to water this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.